Event description:
Three different piccs were required to be attempted to be placed on a patient secondary to the lines leaking at the rubber stopper while being flushed.

Event description:
Three different piccs were required to be attempted to be placed on a patient secondary to the lines leaking at the rubber stopper while being flushed.